Event description:
The instructions for use of the test strips specifically instruct the pt or user not to handle strips. Often a test does not work unless a large quantity of blood is placed on the strip. If a small drop of blood is used the pt must press the strip with their fingers. The instructions are not clear and conflict with instructions given verbally when pt contacts MFR by telephone.